Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. Post implant drug regiment was xarelto, and the patient was compliant with their medication. The patient came into the hospital for the follow-up transesophageal echocardiogram (toe) 32 days post implant and a thrombus was attached to the top of the device on the posterior portion of the shoulder. The patient was continued on xarelto, and a follow up toe was planned. No further patient complications were reported. The patient was discharged as per normal routine.